Event description:
Report received from the USA stating that the device was broken. It is known that the device was not used in surgery. It is unk if injuries or medical intervention occurred. The date of the event is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).